Manufacturer narrative:
An outside the united states customer observed an elevated advia centaur xp high-sensitivity troponin I (tnih) result from a sample that was considered discordant with the repeat result of the sample after recentrifuging and on redraw of the patient. Interpretation of results of the instructions for use states the following: " results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
Customer observed an elevated advia centaur xp high-sensitivity troponin I (tnih) result from a sample that was considered discordant with the repeat result of the sample after recentrifuging and on redraw of the patient. The elevated result was reported to the physician and questioned. There are no known reports of patient intervention or adverse health consequences due to an elevated tnih result.

Manufacturer narrative:
The initial MDR 1219913-2021-00493 was filed on november 23, 2021. Additional information - december 23, 2021. An outside the united states customer reported divergent tnih results on advia centaur of one patient. Initial result 91.51 ng/l (above instructions for use 99th% cutoff of 45 ng/l). A new sample drawn and run on the same system resulted 7.96 ng/l. A third sample resulted 10.43 ng/l. The laboratory recentrifuged the first sample and repeated it - the result was 7.24 ng/l. This is highly suggestive of a pre-analytical issue with the original sample when run. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Siemens requested qc information as well as sample handling information however it was not provided. Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can impact results. While there is insufficient information to determine the cause of the false positive result, siemens cannot rule out pre-analytical variables or sample specific issues as contributing factors. No potential product issue is observed. The customer is operational. In section h6, investigation findings, and investigation conclusion codes were updated based on the investigation results.